Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a skin reaction at the sensor insertion site approximately one day after insertion. The reported reaction included itching, redness, inflammation/swelling, pimples or bumps, and infection localized to the needle puncture site. On (B)(6) 2026, the patient began experiencing itching at the insertion site. Due to worsening symptoms and pain, the patient removed the sensor on (B)(6) 2026. Following sensor removal, the insertion site was noted to have redness, swelling/inflammation, signs of infection, and a large bump. On (B)(6) 2026, the patient sought medical evaluation from a physician. Following assessment, the patient was prescribed doxycycline. The patient stated that the skin reaction resolved after five days of treatment with the prescribed antibiotic. At the time of reporting, the patient's condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.